Manufacturer narrative:
Date of birth: 1948. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported device embolization occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was successfully performed. A 24mm watchman ¿ laa closure device and delivery system was inserted into the watchman¿ access system . The watchman ¿ laa closure device was deployed and released in the laa. There were no recaptures performed. A complete seal was noted and compression was approximately 25% at 17mm. The patient was transferred to the ICU in stable condition and discharged on two days post procedure. During the 6 week follow up in (B)(6) 2014, a transoesophageal echocardiogram (toe) was performed. The toe revealed that the watchman ¿ laa closure device was not in the laa. The patient was admitted. The closure device was observed in the descending aorta. Using a 30mm snare, the closure device was successfully extracted via the right iliac artery. The patient's medication was adjusted and another watchman laac procedure was scheduled. The patient was discharged two days later in good condition.